Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the patient's outcome cannot be conclusively determined at this time. This device has never been serviced at olympus since it was purchased on 2/19/2004. An olympus endoscope support specialist has been dispatched to visit the user facility to further investigate and conduct an in-service training as needed. This report remains under investigation, and a follow-up report will be provided within 30 days. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that this device may have been used in one or more of eleven colonoscopy procedures performed at their facility since 2002 where perforations were said to have occurred. Hospital staff further reported that they had no reason to believe any of the perforations were caused by a faulty endoscope. All the procedures were reportedly completed with the same device. All of the patients had required some post-procedure hospitalization for treatment of the alleged perforations. The user facility also reported to have had third-party repairs performed on the subject device.